Event description:
Customer called to report hospitalization due to high bgs and other symptoms. It was stated the bgs went high when pt was reconnected to the pump. Customer remained on manual injections. Also it was stated that the batteries were removed and placed back to troubleshoot the device. Troubleshooting was performed. The history alarm showed that the unit had alarms. However, pump passed the test.